Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. Corrections: date of event: updated from 3/22/2024 to 4/23/2024. Brand name: updated. Common device name: updated. Name, address 1, city, postal code: updated. Device available for evaluation: updated from ni to no. First name, last name: updated from (B)(6) to dr. (B)(6). Occupation: updated from other health care professional to physician health effect - clinical code: codes 1979, 1994, 4577 and 1884 were removed and code 4582 was added. Health effect - impact code: codes 4614 and 4644 were removed and code 2199 was added. Medical device problem code: code 2993 was removed and code 3189 was added.

Event description:
Subsequent to the initially filed MDR report, additional information was received. Follow up with the physician confirmed that an arteriotomy closure of the right common femoral artery after a ventricular tachycardia ablation interventional procedure with an 8f sheath was performed on (B)(6) 2024. The artery was successfully closed using a proglide device. The patient experienced groin pain, some bruising, and some mild swelling post procedure which were reportedly unrelated to the proglide device and medication was administered on (B)(6) 2024. There was no evidence of nerve compression, contrary to what was initially reported. Per study physician, the reported adverse patient effects were unrelated to the proglide device and there was no device issue reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient experienced severe pain in the right groin when attempting to ambulate. The patient was noted to have some bruising. But no active bleeding or substantial hematoma. The patient was suspected to have some mild swelling which led to nerve compression. Medication was given on (B)(6) 2024 for treatment. No additional information was provided at this time.